Event description:
It was reported to philips healthcare that the heartstart xl+ would not "perform the test". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.